Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product code: lry, product name: punch, surgical. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgical punch got stuck closed in the patient's aorta. The device did not want to open and did not cut in a round shape like it usually does. Surgeon was able to suture the aorta like usual. There was no injury to the patient, body or health. Attempts have been made and additional information on the reported event is unavailable at this time.